Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the low-voltage lead dislocated, or dislodged, twice after the helix was fixed in the low septum. It was noted the lead was used after scraping off the body tissue, which had been attached on the tip of the lead each time of dislocation of the lead, and satisfactory measurements of thresholds and the sensed wave were not obtained in other sites. The physician did not want to extend the length of the procedure and the lead was explanted and replaced. No patient complications have been reported as a result of this event.